Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. (B)(4). We have received 25 closed samples for analysis. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 2.56 kgf in average and 1.92 kgf in minimum (ep requirements: 0.97 kgf in average and 0.49 kgf in minimum) reviewed the batch manufacturing record, there were no incidences related to this issue and this product was released into the market fulfilling usp/ep and b. Braun surgical requirements. Remarks: when working with monosyn® suture materials great care should be taken to avoid any crushing and crimping damage of the monofilament by surgical instruments, such as tweezers and needle holders. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (veterinary user) reported that when opening a box, several threads appears broken. Additional information has not been provided.